Event description:
It was reported that the right ventricular pace/sense/hv lead had high thresholds and the physician did not "trust" the lead. The lead was remove and returned. A new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned and analyzed. Analysis revealed that there were no anomalies found. Blood/body fluid was present on the outer tubing overlay, and in/on the helix mechanism. The defib conductor was distorted, the outer tubing overlay was melted and had cosmetic environmental stress cracks, the outer tubing had environmental stress crack breach (non-electrical), the outer tubing was breached cut, the outer insulation had cosmetic depression, and there was apparent explant damage. The device is part of the advisory for this model.

Event description:
It was reported that the right ventricular pace/sense/high voltage lead had high thresholds and the physician did not "trust" the lead. The lead was remove and returned. A new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.